Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, when the blood vessel was clamped by the clip, the clip applier did not work properly. A new clip applier was used to complete the procedure. There was no patient injury.